Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had pump error 23 (post-reset ram crc alarm), pump error 49 and pump error 68. Troubleshooting was performed and while were doing displacement test pump shut down and customer was clicking on keypad but pump was not giving other screens. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. The product will be returned for analysis.

Manufacturer narrative:
Pump booted up properly. Pump failed rewind test due to fatal alarm pump error 35. Pump sent for download. Pump received critical pump error (open book image) alarm. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to fatal alarm pump error 35. Pump was cut open to perform visual inspection and found dried insulin in the motor slide, a corroded home switch and moisture damage on the pcba 1, pcba 2, motor and force sensor. Successfully utilized thump to download history files and traces. Critical pump error (open book image) alarm confirmed and was triggered by a pump error 35 fatal alarm confirmed during testing due to moisture damage on the force sensor. Several pump error 23 alarms were found on 30-dec-2023 from 09:18:17.00 to 10:23:41.00. Several pump error 49 alarms were found in the history files on 30-dec-2023 from 09:01:03.00 to 10:23:32.00. Several pump error 68 alarms were found on 30-dec-2023 from 09:01:03.00 to 10:23:21.00. Pump error 24 was found in the history file on 30-dec-2023 at 09:44:00.00 due to moisture damage on the pcba 1 and pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, cracked case (battery tube), cracked keypad overlay, pillowing keypad overlay, missing display window cover, pillowing keypad overlay, keypad overlay texture damage, scratched case, broken belt clip rails. Critical pump error (open book image) alarm confirmed due to pump error 35. Pump error 35 alarm confirmed due to moisture damage on the force sensor. Pump exposed to moisture confirmed at pcba 1, pcba 2, motor, and force sensor. Pump error 23, pump error 24, pump error 49, and pump error 68 were confirmed due to moisture damage on the pcba 1 and pcba 2. Pump failed rewind test due to fatal alarm pump error 35. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.